Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual inspection: 3/20/2017 - received: three used ch3478, 8" ext set w/2 spiros®, clamp, drop-in red cap; lot# unknown, two used baxter admin sets and two used spinning spiros lot# unknown. The ports on top of the of the admin chambers were observed to be cracked. The connectors appear to be still connected to two of the ch3478 devices. Each baxter admin set has a spinning spiros connected to the distal male luer. Functional testing: two baxter sets with a large burette were returned with the bond broken at the needleless connector (baxter clearlink) bond to the burette. Three used ch3478 extension sets were returned with two of them connected to the baxter needleless connector. There was no damage to the ch3478 extension sets. The only damage was breakage at the bond between the baxter needleless connector and the burette assembled into the baxter infusion set. The three used ch3478 extension sets were pressure leak tested and no leakage was observed when the spiros connectors were in the activated or unactivated positions. Final analysis summary: the complaint of ch3478 extension set leakage was unconfirmed. The reported leakage was the result of bond separation and breakage between the baxter burette and baxter needleless connector. The ICU medical ch3478 extension sets were undamaged and did not leak when pressure tested and were not responsible for the break leakage noted in the complaint.

Event description:
Complaint received regarding three ch3478, 8" ext set w/2 spiros®, clamp, drop-in red cap; lot# unknown. Report states: called into room by patient because IV was beeping. IV beeping with downstream occlusion. When rn went to stop ifosfamide infusion, noted area of leakage on top of buretrol around clear luer lock connection. Vent at top was open, not clamped and the buretrol was not completely filled. Also noted two small areas of fluid on floor. Area contained with absorbent pad and evs notified to clean area per chemo spill protocol. Dropped remainder of chemo into buretrol with no signs of further leakage. Completed ifosfamide administration and removed tubing from use. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design.

Event description:
Complaint received regarding three ch3478, 8" ext set w/2 spiros®, clamp, drop-in red cap; lot# unknown. Report states: called into room by patient because IV was beeping. IV beeping with downstream occlusion. When rn went to stop ifosfamide infusion, noted area of leakage on top of buretrol around clear luer lock connection. Vent at top was open, not clamped and the buretrol was not completely filled. Also noted two small areas of fluid on floor. Area contained with absorbent pad and evs notified to clean area per chemo spill protocol. Dropped remainder of chemo into buretrol with no signs of further leakage. Completed ifosfamide administration and removed tubing from use. No adverse patient consequences reported.